Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/27/2018. The philip's service engineer (se) inspected the device. The se confirmed the reported issue was due to the power supply.

Event description:
It was reported that the ventilator could not start. There was no patient involvement. The event date was not specified; estimate used.